Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 56 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer's husband stated that the insulin pump delivered a 6.1 unit bolus that the customer did not program. The customer was sleeping at the time the bolus occurred. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.